Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (tvt-o) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tvt-o) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: international urogynecology journal; doi: https://doi.org/10.1007/s00192-019-04068-8. (B)(4).

Event description:
Title: concomitant transobturator tape and anterior colporrhaphy versus transobturator subvesical mesh for cystocele-associated stress urinary incontinence this prospective study evaluated the efficacy and safety of concomitant transobturator tape (tot) with anterior colporrhaphy versus subvesical transobturator mesh (tom) for cystocele associated stress urinary incontinence (sui). Between june 2015 and september 2018, a total of 84 patients were included in the study which were divided into two groups: group I (n=41; age range=43.19 ± 7.91 years; bmi range=28.39 ± 3.77) underwent concomitant tot fixation and anterior colporrhaphy, while group ii (n=43; age range=42.74 ± 7.23 years; bmi range=27.19 ± 2.97) underwent transobturator four-armed subvesical mesh fixation. During the procedure in group I, after completion of colporrhaphy, a separate vaginal incision was created for the insertion of the tot (tvt obturator system; gynecare, ethicon) at the mid-urethral level using the inside-out technique. Reported complications included genital prolapse repair failure at 3 months postoperatively (n=5), at 6 months postoperatively (n=6), at 9 months postoperatively (n=6), and at 12 months postoperatively (n=6), in which all failed cases were treated conservatively; intraoperative bleeding (n=5) in which one case required blood transfusion. Complications at one month postoperatively included urine retention (n=4), treated by indwelling catheter for 10 days; difficult micturition (n=5); vaginal infections (n=5) which were resolved after local antifungal vaginal suppository application; urinary tract infection (n=2) responded readily to antibiotic therapy in accordance with culture and sensitivity results; and thigh pain (n=8) responded well to analgesics. Complications at three months postoperatively included difficult micturition (n=1); and vaginal infections (n=2) which were resolved after local antifungal vaginal suppository application. One case with difficult micturition had resolved by 3 months postoperatively with no post-void residual urine obstruction detected on uroflowmetry. In conclusion, transvaginal mesh was not superior to native tissue repair. Anterior colporrhaphy and tot may be an appropriate alternative to four-armed tom application for concomitant correction of sui and cystocele.